Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The photos show an area near the chest area of the patient, a bumped area under skin can be noted which seems to be port body. Some blood can be noted on the bump area. Therefore, the investigation is inconclusive for the reported needle dislodged from port septum issues as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using an power port. Post procedure on (B)(6) 2024 it was reported that the needle allegedly found dislodgment from port septum. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using an power port. Post procedure on (B)(6) 2024 it was reported that the needle allegedly found dislodgment from port septum. There was no reported patient injury